Manufacturer narrative:
The customer reported to nihon kohden service account manager on-site that the central nurse's station (cns) has rebooted on its own multiple times, first instance was on (B)(6) 2023 and the latest was on (B)(6) 2023. No tickets were previously called in by hospital staff regarding this issue. No patient harm was reported. Logs of the events were captured and sent into nihon kohden for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: 07/17/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 07/20/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 07/31/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported to nihon kohden service account manager on-site that the central nurse's station (cns) has rebooted on its own multiple times, first instance was on (B)(6) 2023 and the latest was on (B)(6) 2023. No tickets were previously called in by hospital staff regarding this issue. No patient harm was reported. Logs of the events were captured and sent into nihon kohden for investigation.

Event description:
The customer reported to nihon kohden service account manager on-site that the central nurse's station (cns) has rebooted on its own multiple times, first instance was on(B)(6) 2023 and the latest was on (B)(6) 23. No tickets were previously called in by hospital staff regarding this issue. No patient harm was reported. Logs of the events were captured and sent into nihon kohden for investigation.

Manufacturer narrative:
Complaint summary: the customer reported to nihon kohden service account manager on-site that the central nurse's station (cns) has rebooted on its own multiple times, first instance was on (B)(6) 2023 and the latest was on (B)(6) 2023. No tickets were previously called in by hospital staff regarding this issue. No patient harm was reported. Logs of the events were captured and sent into nihon kohden for investigation. Investigation summary: review of the cns logs for the recurrence were investigated and the presumed cause was determined to be the customer's network environment sending large amounts of data to the cns and the cns software not being able to process the workload efficiently. From the investigation result, it is presumed that the processing workload of the central monitor increased and the abnormal termination happened because large amounts of data were sent to the central monitor and the communication of the network got unstable when the workload was applied to the network environment. Review of the complaint device's serial number and customer's complaint history does not show recurrence of this issue since they upgraded their cns software. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6. B6. B7. D10. Attempt #1 07/17/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/20/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/31/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional manufacturer narrative b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H6 evaluation codes, investigation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported to nihon kohden service account manager on-site that the central nurse's station (cns) has rebooted on its own multiple times, first instance was on (B)(6) 2023 and the latest was on (B)(6) 2023. No tickets were previously called in by hospital staff regarding this issue. No patient harm was reported. Logs of the events were captured and sent into nihon kohden for investigation.